Event description:
It was reported that bd vacutainer® lh 170 i.u. Plus blood collection tubes failed a drop test. "This email is intended to report failures of drop test on bd vacutainer® urine tubes catalog # 364915. These products are manufactured in plymouth UK."

Manufacturer narrative:
H.6. Investigation summary: bd internal testing revealed product didn't perform as intended. No further testing was done at the site since no samples or photos were received. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Product was specifically manufactured for testing by r&d at the top of the spec for sterilization. H3 other text : see section h.10.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh 170 i.u. Plus blood collection tubes failed a drop test. "This email is intended to report failures of drop test on bd vacutainer® urine tubes catalog # 364915 these products are manufactured in plymouth UK."